Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Nurse reports burning smell. Found plastic heat shield melted into lamp assembly heat sink. No further information available.

Manufacturer narrative:
On 7/14/16 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis: a visual inspection found no visible damage to the exterior of the mlx unit. The original lamp did not power on. The test lamp did power on and began to give off burning odor after approximately 15 minutes of operation. Inspection of the test lamp found the plastic housing adjacent to the rear power post was melted. Further investigation found the fan behind the lamp was not working; its harness was not completely connected. The harness was connected and the unit functioned properly without the excessive heat being generated. The lamp was replaced. Device history evaluation: nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the complaint report of ¿a burning smell and they found the plastic heat shield had melted into the lamp assembly¿ was confirmed. No manufacturing, workmanship, or material deficiency has been identified.